Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible premature battery depletion and the his lead exhibited high outputs. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.